Event description:
In 2009, the pt reported experiencing elevated blood glucose for the past week. She believes the up and down buttons of her infusion device are malfunctioning and she is not receiving boluses. She stated that on the event day at 2:00 pm her blood glucose measured 504 mg/dl and she bolused 10 units of insulin. At 11:30 pm, her blood glucose measured 364 mg/dl. This morning at 10:00 am, her blood glucose measured 302 mg/dl and she bolused 5 units of insulin. When she reviewed the bolus history, the 5 units bolused was not listed. She then switched to her backup infusion device. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.